Manufacturer narrative:
The na electrode and cl electrode lot numbers and expiration dates were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable ise results for approximately seven patient samples tested on the cobas pro ise analytical unit. The customer provided examples for two patient samples that had discrepant na electrode and cl electrode results. The initial values were questioned by the patients' healthcare provider. The patient samples were repeated on a second analyzer and the repeat values were deemed correct. The first patient sample initially resulted in a na value of 150 mmol/l and it repeated as 136 mmol/l. This sample initially resulted in a cl value of 109 mmol/l and it repeated as 97 mmol/l. The second patient sample initially resulted in a na value of 158 mmol/l and it repeated as 143 mmol/l. This sample initially resulted in a cl value of 117 mmol/l and it repeated as 104 mmol/l.

Manufacturer narrative:
Calibration and controls were acceptable. There was no indication of a reagent performance issue. Upon review of the alarm trace, out of range quality control errors, ise calibration errors, and na noise errors were observed. The field service engineer determined there was cracked aspiration rinse tubing on a rinse mechanism nozzle. The tubing was replaced and the cell rinse volume levels were checked. Mechanical checks, detergent priming, a photometer check, ise checks, calibration, controls, and precision studies were performed; all results were valid. The investigation determined the service actions resolved the issue.